Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. During functional testing a spraying leak was observed between the 8 and 9 cm depth markers. Gross and microscopic examinations revealed a longitudinal split in the catheter tubing. A cross sectional view of the split site reveals a dull granular veneer. At this time the mechanism of damage is undetermined. Gross visual and microscopic examination, as well as functional testing, revealed no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported during a treatment with chemotherapy they noted a possible extravasation. They gave the patient an antidote. The catheter was removed and they found a lesion on the catheter at 10 cm near the intravascular site.